Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the catheter broke apart when slitting. Subsequently, another catheter was used, and the same issue happened. It was noted that the blade from the slitter was defective. The catheter was replaced, and another slitter was used, which worked correct, but the physician decided to use a scalpel and kelly clip to cut the catheter. No patient complications have been reported as a result of this event.